Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up this pacemaker showed an out of range pace impedance measurement. The lead safety switch was triggered from bipolar to unipolar configuration which decreased the pace impedance measurements but nose and oversensing was noted due to the unipolar configuration. The patient was symptomatic to oversensing and thus under pacing. The device was reprogrammed to bipolar sensing and unipolar pacing configuration and no oversensing was noted. The patient was hospitalized and continues to be monitored via remote monitoring system. The lead implanted is a competitor lead. No adverse patient effects were reported.

Event description:
Additional information noted that the device was reprogrammed to unipolar pacing and bipolar sensing and testing was performed. Bipolar configuration showed no noise or abrupt changes in electrical parameters while in unipolar noise was seen while the electrical measurements were stable. Boston scientific technical services (ts) noted that a single out of range pace impedance measurements is most likely related to the low amplitude signal used when measuring impedance. This measurement can be sensitive to subtle impedance changes or external signals. Ts discussed possible programming options for this case as well. Boston scientific technical services (ts) also reviewed the stored episodes which showed pace inhibition for greater than two seconds. No underlying rhythm was noted and the patient symptomatic. It was confirmed by ts that the lead safety switch would not be active if the device was programmed unipolar pacing and bipolar sensing.